Event description:
It was reported that the pump injector was accidentally disconnected overnight. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. A review of the production floor was conducted. Samples of tubing sets were taken and visually inspected using a black light to verify that the solvent was in each join and the amount were adequate. No discrepancies were detected. Samples were taken and visually inspected with the camera vision system to verify that the skin adhesive was properly assembled. No discrepancies were detected. No root cause could be determined as the complaint could not be confirmed. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.